Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to a torn patella tendon. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. The following sections have been updated. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were reviewed and indicate that size, alignment and fit of the implants is appropriate.

Manufacturer narrative:
Lot # unknown. Expiration date: unknown. Product has not been returned to zimmer biomet. Manufacturing date: unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Primary and revision operative notes were returned for review. Review of primary operative notes does not indicate root cause. Examination of the knee showed good soft tissue tension in full stretch and 90 ° flexion. Review of the revision operative notes state that above the patella there was a distinct dehiscence of the quadriceps tendon. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were filed for this event. Please reference: 0001822565-2017-05099.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - stem extension straight 13mm dia x 100mm length(combined length 145mm) catalog #: 00598801013 lot # unknown, tibial component precoat size 4 catalog #: 00588000400 lot #: unknown, stem extension offset 11mm dia x 100mm length(combined length 145mm) catalog #: 00598802011 lot #: unknown, femoral component option for cemented use only size e right catalog #: 00588001502 lot #: unknown.

Event description:
It was reported that patient had quadriceps tendon insufficiency after tendonplasty, and underwent a tendon revision and a poly exchange. Patient was revised to a nexgen rotating hinge knee gliding surface. Operative notes indicated that during the procedure the patella was moved laterally and there was an yellowish effusion.